Event description:
The hcp reported that the patient was treated with perioperative antibiotics. The patient was diagnosed with an infection, but did not have meningitis. The primary symptoms of infection were fever, drainage, headache, and neck pain. The primary location of infection was the lumbar region. A culture was obtained from the lumbar region and the csf. Both cultures grew staphylococcus. The patient was treated with long term IV antibiotics and total device system explant. The infection resolved and the patient recovered without sequela. The patient's pump contained morphine.